Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 1 of 3 reference MFR. Report# 3006705815-2019-00825. Device 2 of 3 reference MFR. Report# 3006705815-2019-00826. It was reported the patient experienced an itching sensation. The physician advised the patient to take benadryl and turn stimulation off. The patient was referred to an allergist for further evaluation.

Event description:
Device 1 of 3 reference MFR. Report# 3006705815-2019-00825; device 2 of 3 reference MFR. Report# 3006705815-2019-00826. It was reported that it was determined the patient is not allergic to the scs system.